Manufacturer narrative:
Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated. Location is unknown.

Event description:
Information was received based on the journal article entitled. Are porous tantalum cups superior to conventional reinforcement rings? The aim of this article is to determine whether tantalum cups worked better than conventional reinforcement rings. There were 10 patients in the tm group that were re-revised due to recurrent dislocations (9 out of 10 had continuum cup (not zimmer biomet tmt design control) at the index procedure; 1 patient had tm revision shell). No further information to report at this time.